Event description:
Provider states that they wanted to send these units in for warranty repair but did not specify what was wrong with the units. No additional information provided. Left a voicemail for provider in an attempt to gain additional information. Update: 2.6.15 provider states yellow light won't go off. We replaced pretty much everything on this and can't figure out.